Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, and not using antibiotics pre-operatively have been ruled out as potential causes. However, the patient has a history of being non-compliant, they touched/picked at their wound and the patient's mother put bandaids over the wounds. A review of sterilization and packaging records for the respective product lot; it was confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance (touching or picking at the wound) as they touched/picked at their wound and the patient's mother put bandaids over the wounds (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the trial lead pull. The dressing appeared to have been displaced and the patient's mother put bandaids over the wounds. Antibiotics were prescribed and the wound has fully healed. The patient got good relief during the trial and wants to move forward with a permanent implant.